Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Internal inspection revealed incorrect routing of tubing underneath the accumulator causing tubing to be pinched. The service technician replaced tubing and ventilator passed all testing.

Event description:
The customer reported model lap top ventilator 1150 was reported to not be able to hold positive end expiratory pressure (peep). When the ventilator was set to 8, unit only delivered 1, value fluctuated both on a patient and on a test lung. Circuit passed leak test. At this time, it is unknown if there was any patient injury or harm associated with the reported event.